Event description:
The issue occurred during an unspecified therapeutic procedure.

Manufacturer narrative:
H3: it was mistakenly marked yes as it was already yes in initial medwatch. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2 additional information added to fields: b5 ,h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. During the device evaluation, the unit worked as intended; it was rebooted a couple of times and did not show any error code; however, the user event logs showed an error code 10. Based on the results of the investigation, it is likely that the malfunction occurred due to an emergency stop (e-stop) switch failure; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found a broken rear panel edge and a gap at the rear panel cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system experienced an e10 error. Upon restarting the system 4 times, the customer then received e417 and e441 errors. There were no reports of patient harm.